Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that the site was unable to track the biopsy needle in their case. Adding and removing the toolcard did not resolve the issue. The trajectory was not locked in the software, but locking it after tightening the locking ring physically did not resolve the issue. Another biopsy needle also would not track. They continued the case without navigating the biopsy needle. The site went back to the plan and adjusted it slightly. Afterwards they were able to track the biopsy needle. Probable cause traced to camera positioning. There was no patient impact reported and a 5 minute delay to surgery.